Event description:
The customer reported false negative architect anti-hcv and provided the following data: (reference < 1.0 s/co is non-reactive) architect results were 0.74 & 0.71. The colloidal gold method was positive. The sample was sent to another hospital, which generated a positive result (testing platform unknown). The user tested the sample for for hepatitis c antigen on another testing platform, which generated a negative. The user sent the sample to another laboratory to test for hepatitis c rna, which was not detected. The customer communicated that the discrepant results were not reported to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and review of product release data. In house testing was not performed as the complaint lot expired on (B)(6)2023. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Product lot 46346be01 release data was reviewed and determined testing of negative and positive controls resulted in the controls being in range. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified for the architect anti-hcv reagent lot number 46346be01.the following fields were corrected: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office zip code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number

Manufacturer narrative:
E1 phone: complete phone number is: (B)(6). This report is being filed on an international product, list number 6c37 and there is a similar product distributed in the us, list number 1l79. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect anti-hcv and provided the following data: (reference < 1.0 s/co is non-reactive) architect results were 0.74 & 0.71. The colloidal gold method was positive. The sample was sent to another hospital, which generated a positive result (testing platform unknown). The user tested the sample for for hepatitis c antigen on another testing platform, which generated a negative. The user sent the sample to another laboratory to test for hepatitis c rna, which was not detected. The customer communicated that the discrepant results were not reported to the patient¿s medical provider. There was no reported impact to patient management.